Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. Treatment for the event consisted of injection vancomycin (1 gram, stat every 5th day) and injection fortum (1 gram, once daily for a duration of 14 days). Treatment was eventually discontinued and the patient was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.